Event description:
It was reported that tip detachment, removal difficulty, and extrusion occurred. A direxion hi-flo fathom-16 system was selected for use in a uterine fibroid embolization procedure. The target lesion was reported to be 20% stenosed with mild tortuosity and calcification. While advancing the system within the right uterine artery, resistance was encountered. Imaging appeared to show the fathom wire was double backed up on itself and wrapped around the tip of microcatheter. During wire removal for injection of embolization particles, it was noted that the wire was difficult to remove, and extra tension was applied to pull the wire from the microcatheter. Injection through the microcatheter was completed and embolization was done. During microcatheter removal, higher than normal resistance was encountered. When the microcatheter was removed, it was noted that 3-5 cm from distal tip of the microcatheter had detached. Subsequent angiography revealed that the microcatheter tip was not in the uterine artery. Normal radial pressure was performed, and the patient was discharged without incident. However, several days later, the patient called and reported that she had pulled out what she believed to be a suture from the wrist access site. Upon examination, it was confirmed that it was the tip of the microcatheter used during the case. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection of the device revealed no damage and was fully intact, however; a guidewire was stuck inside the device. The guidewire was observed to be missing a small section of the tip and was not received with the device. The xray was used to verify blood and contrast inside the device. The device was soaked in the ultrasonic bath for a period of 48 hours and was unable to be removed from the device. The complaint was not confirmed for a tip detachment to the microcatheter with no damage and was received fully intact. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment, removal difficulty, and extrusion occurred. A direxion hi-flo fathom-16 system was selected for use in a uterine fibroid embolization procedure. The target lesion was reported to be 20% stenosed with mild tortuosity and calcification. While advancing the system within the right uterine artery, resistance was encountered. Imaging appeared to show the fathom wire was double backed up on itself and wrapped around the tip of microcatheter. During wire removal for injection of embolization particles, it was noted that the wire was difficult to remove, and extra tension was applied to pull the wire from the microcatheter. Injection through the microcatheter was completed and embolization was done. During microcatheter removal, higher than normal resistance was encountered. When the microcatheter was removed, it was noted that 3-5 cm from distal tip of the microcatheter had detached. Subsequent angiography revealed that the microcatheter tip was not in the uterine artery. Normal radial pressure was performed, and the patient was discharged without incident. However, several days later, the patient called and reported that she had pulled out what she believed to be a suture from the wrist access site. Upon examination, it was confirmed that it was the tip of the microcatheter used during the case. No further patient complications were reported.